Manufacturer narrative:
The local area boston scientific sales representative was contacted for more information, but none is available to date. The investigation remains open at this time. As new information becomes available, this report will be further evaluated and updated.

Event description:
Boston scientific (bsc) received information that this cardiac resynchronization therapy defibrillator (crt-d) in association with the non-bsc right ventricular (rv) lead did exhibit high impedance. There were no specific values stated. There was no report of adverse patient symptom.